Manufacturer narrative:
Insufficient information provided, unable to perform any investigation. At this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a followup report will be submitted.

Event description:
Skin reaction was reported. No further information was provided.